Event description:
Info rec'd indicates, the bed has no power, no battery led's are lit and no backup battery power.

Manufacturer narrative:
The accounts biomed found the f17 fuse was open. The biomed replaced the fuse to repair the bed.